Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain which grew in severity') in a 32-year-old female patient who had essure (batch no. He0114x) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage ("heavy bleeding and clotting after surgery"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy test"). In 2017, the patient experienced abortion spontaneous ("likely miscarried"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure by salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous and post procedural haemorrhage outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: her gp arranged for an emergency appointment in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain which grew in severity'), device dislocation ('essure migration') and abortion spontaneous ('likely miscarried') in a 32-year-old female patient who had essure (batch no. He0114x) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain in 2012, back pain in 2010, abdominal pain in 2010 and uti in 2010. Previously administered products included for an unreported indication: mirena from 2008 to 2012. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage ("heavy bleeding and clotting after surgery"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy test"). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (removal of essure by salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, pregnancy with contraceptive device and post procedural haemorrhage had resolved and the genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: her general practitioner arranged for an emergency appointment in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: CT scan was performed but did not demonstrate significant pathology but did show a small ovarian cyst for which gynecological colleagues were consulted. Pregnancy test - in (B)(6) 2017: positive. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain which grew in severity'), device dislocation ('essure migration') and abortion spontaneous ('likely miscarried') in a 32-year-old female patient who had essure (batch no. He0114x) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain in 2012, back pain in 2010, abdominal pain in 2010 and uti in 2010. Previously administered products included for an unreported indication: mirena from 2008 to 2012. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage ("heavy bleeding and clotting after surgery"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy test"). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (removal of essure by salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, pregnancy with contraceptive device and post procedural haemorrhage had resolved and the genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: her general practitioner arranged for an emergency appointment in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: CT scan was performed but did not demonstrate significant pathology but did show a small ovarian cyst for which gynecological colleagues were consulted. Pregnancy test - in (B)(6) 2017: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information, event: abnormal bleeding added. Essure removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain which grew in severity"), device dislocation ("essure migration") and abortion spontaneous ("likely miscarried") in a 32 year-old female patient who had essure inserted (lot no. He0114x). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pelvic pain in 2012 and back pain, abdominal pain and uti in 2010. Previously administered products included: mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced post procedural haemorrhage ("heavy bleeding and clotting after surgery"). On (B)(6) 2017 she experienced abortion spontaneous (seriousness criterion medically important). In (B)(6) 2017 she experienced pregnancy with contraceptive device ("positive pregnancy test"). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (removal of essure by salpingectomy). At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, pregnancy with contraceptive device and post procedural haemorrhage had resolved. The outcome of genital haemorrhage was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure administration. The reporter commented: her general practitioner arranged for an emergency appointment in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: CT scan was performed but did not demonstrate significant pathology but did show a small ovarian. Cyst for which gynecological colleagues were consulted [pregnancy test] in (B)(6) 2017: positive. Batch no: he0114x . Production date: 2015-08-28. Expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-mar-2023: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain which grew in severity"), device dislocation ("essure migration") and abortion spontaneous ("likely miscarried") in a 32 year-old female patient who had essure inserted (lot no. He0114x). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pelvic pain in 2012 and back pain, abdominal pain and uti in 2010. Previously administered products included: mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced post procedural haemorrhage ("heavy bleeding and clotting after surgery"). On (B)(6) 2017 she experienced abortion spontaneous (seriousness criterion medically important). In (B)(6) 2017 she experienced pregnancy with contraceptive device ("positive pregnancy test"). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (removal of essure by salpingectomy). At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, pregnancy with contraceptive device and post procedural haemorrhage had resolved. The outcome of genital haemorrhage was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure administration. The reporter commented: her general practitioner arranged for an emergency appointment in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: CT scan was performed but did not demonstrate significant pathology but did show a small ovarian cyst for which gynecological colleagues were consulted. [Pregnancy test] in (B)(6) 2017: positive. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: after company internal review the annex f0101 was added since device ineffective was regarded as event. In addition f12 and f15 were added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The case describes the occurrence of pelvic pain ('pain which grew in severity'). The occurrence of additional non-serious events is detailed below. Co-suspect products included essure (batch no. He0114x). Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain in 2012, back pain in 2010, abdominal pain in 2010 and uti in 2010. Previously administered products included for an unreported indication: mirena from 2008 to 2012. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage ("heavy bleeding and clotting after surgery"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy test"). On (B)(6) 2017, the patient experienced abortion spontaneous ("likely miscarried"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure by salpingectomy). At the time of the report, the pelvic pain, abortion spontaneous and post procedural haemorrhage outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: her general practitioner arranged for an emergency appointment in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: reporter, medical history and race information added. Onset date of event likely miscarried updated. Stop date of essure updated. Gravida and para information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain which grew in severity') in a 32-year-old female patient who had essure (batch no. He0114x) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage ("heavy bleeding and clotting after surgery"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy test"). In 2017, the patient experienced abortion spontaneous ("likely miscarried"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure by salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous and post procedural haemorrhage outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: her gp arranged for an emergency appointment in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: positive. Most recent follow-up information incorporated above includes: on 10-jun-2020: references added; lot number added; we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain which grew in severity') and device dislocation ('essure migration') in a 32-year-old female patient who had essure (batch no. He0114x) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain in 2012, back pain in 2010, abdominal pain in 2010 and uti in 2010. Previously administered products included for an unreported indication: mirena from 2008 to 2012. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage ("heavy bleeding and clotting after surgery"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy test"). On (B)(6) 2017, the patient experienced abortion spontaneous ("likely miscarried"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (removal of essure by salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, abortion spontaneous and post procedural haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: her general practitioner arranged for an emergency appointment in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the event essure migration was added, outcome of events updated to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain which grew in severity'), pregnancy with contraceptive device ('positive pregnancy test'), abortion spontaneous ('likely miscarried') and post procedural haemorrhage ('heavy bleeding and clotting after surgery') in a (B)(6) female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure by salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous and post procedural haemorrhage outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: her gp arranged for an emergency appointment in september 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: positive. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.